Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered end of service (eos) from a charge circuit timeout/charge circuit inactive condition during delivery for a ventricular tachycardia (vt) storm. The patient is in critical condition and intubated. Ventricular tachycardia (vt)/ ventricular fibrillation (vf) detection has been turned off. The device remains in use. It was further reported that the right ventricular (rv) lead interrogated a pacing impedance out of range. The lead remains in use. No further patient complications have been reported as a result of this event.